Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Device is not available and we are expecting a review of the DHR. Initial reporter phone number ext (B)(6).

Event description:
The complaint involved a 61" (155 cm) appx 0.41 ml, smallbore ext set w/chemoclave®, spiros® w/purple cap, clamp. It was reported that the set leaked during chemotherapy infusion. There was no blood loss and no unprotected chemo exposure. There was no adverse operator consequences and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. There was no identity of involved/mating devices. There was unknown patient involvement, no patient harm and no delay in therapy.